Manufacturer narrative:
Three photos were returned showing the product in a plastic bag. Fluid residuals were observed in the bag. There was no leakage observed. The reported complaint could not be confirmed. The device history report (DHR) was reviewed for the possible lot numbers and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The customer reported the following possible lot#s: lot#: 14049506 expiration date 1-jun-2029 manufacture date 17-jun-2024. Lot#: 14231501 expiration date 1-nov-2029 manufacture date 28-nov-2024. D4, g4: model number is not sold in the us but similar device is sold under model b90013. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a pur transfer set, clave¿, 15 units that experienced leakage. The following issue was reported by the customer: " incident date (B)(6) 2025, the medication involved is a cetuximab 870 mg and the solution used was nacl 250 ml lot 24020102 expiry date 31/01/26. Big leak : a lot of droplets in the pouch with a lot of ml. Difficult to assess the location of the leak, because of the drop on drop ( it could be either from the bag, at the injection site or though the tubing site. Actions taken: the bag was remade. " 3 photos of the device were provided showing the device connected to a cetuximab 870 mg bag in a pouch with a lot of droplets. The leak was noted after preparation and after it was stocked when the department received the bag, before administration, there was no patient involvement, no human harm, there was a delay of 1hour and 30 minutes in the treatment due to the bag being sent back to the pharmacy, the refabrication of the bag and the defective bag being discarded and sending back to the department, the treatment was successful, no hole, cut, tear or any other defect was found with the device, there was approximately 10-15 ml of medication leak, the device was directly connected to the bag, there were no mating devices involved, the device was stored in a refrigerator and was not exposed to extreme temperatures, high pressure or other external factors.